Manufacturer narrative:
Product event summary - product ID# (B)(4) - the full lead was returned and analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. The distal end/electrodes of the lead were bent. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt, a lead dislodged during slitting. The wire could not be removed from the lead during or after the slitting. The guidewire and lead were removed from the patient. A second lead was attempted, but could not be used due to patient anatomy. The physician chose a different lead to implant. The patient is enrolled in the attain performa study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.